Event description:
In 2008, a male underwent initial aaa repair as labeled. Final angiography revealed a stenosis of the right iliac leg graft. The physician deployed another MFR's stent in the narrowed area. The stenosis improved. Physician indicated the stenosis would have been caused by severe calcification of the right common iliac artery.

Manufacturer narrative:
No prod was returned to assist with our investigation. This device is shipped with an "instructions for use" booklet that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. The IFU also advises on appropriate f/u so that changes in the structure, should they occur, be identified and addressed before causing clinical problems. Based on an internal clinical review of the complaint, this event was determined to be the result of pt anatomy. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.